Event description:
It was reported that a female patient who underwent an unspecified breast surgery with 750cc mentor memorygel breast implant has experienced left-sided rupture postoperatively. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3507501bc, sn#: (B)(4), r/ cat#: 3507501bc, sn#: (B)(4) on (B)(6) 2022.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).